Event description:
Reportedly, the pt was returned to the o.r. For a gi tract bleed the next day following a laparoscopic gastric bypass surgery. The pt started convulsing and aspirated while attempting to prepare them for surgery. The anesthesiologist could not get an airway and the pt's lungs filled with blood and pt expired.